Manufacturer narrative:
(B)(4); additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited several pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services was consulted and advised programming options to address the pmt. It was also noted that this device and right ventricular lead exhibited an out-of-range pace impedance measurement. This device remains in service. No adverse patient effects reported.